Manufacturer narrative:
The customer¿s report of a channel disconnect event was confirmed. Physical inspection noted contamination on the pins of the left iui connectors of the received devices with some of the pins showing signs of wear. The source iui connectors were the original ones installed during manufacturing and had an age of approximately 10 years. Review of the event log shows that channel a was infusing nitroglycerine, channel b was infusing dopamine, channel c was infusing propofol, and channel d was idle. On (B)(6) 2017 at 2:24pm channel c (sn (B)(4)) had a communication error that induced a channel disconnected error on the pcu. Channel d had a communication error at the same time. Both pump modules received a power reset a few seconds later. When channels c and d were re-connected channel a and channel b (sn (B)(4)) experienced a power reset, inducing another channel disconnected error on the pcu. The user confirmed the channel disconnects. At 2:32pm the propofol infusion was restarted on channel c. At 2:34pm channel c experienced another power reset that induced a channel disconnected error event. The user confirmed the error. At 2:36pm the dopamine infusion was restarted on channel b. No further errors occurred and the user shut down the system at 3:06pm. Testing replicated the channel disconnect error with channels a and b attached at the left side of the pcu and channels c and d attached at the right side of the pcu. The proximate cause for the reported event is contamination on the pins of the left iui connectors on the pcu and pump module sn (B)(4). The root cause is attributed to wear on the connectors. The drop in blood pressure is attributed to the interruption of the dopamine infusion on pump module sn (B)(4).

Event description:
The customer reported that dopamine 200ml was programmed to infuse at 10mcg/kg/minute and nitroglycerine 200ml was programmed to infuse at 3ml/hour. The pcu displayed a "channel disconnect" error and the pumps shut down, once while connected to an electrical outlet in the heart room during an 8 hour procedure and then again while running on battery power during transport to the unit. As a result, the patient's blood pressure dropped, requiring an ephedrine infusion and an albumin bolus to stabilize. There was no report of lasting harm.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's sus voluntary event report from the FDA which states, "pump shut down twice, once while plugged in (for 8 hours straight) in the heart room and once on battery on the way to the unit channel disconnect error message on "brain" screen shut down the dopamine and nitroglycerine drips. The infusion pumps sets were return to carefusion advocacy dept and was give a case number (B)(4)."